Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer had rows b and c that did not appear on the bus. The pyxis system had been rebooted, but the issue persisted. The field service engineer (fse) dialed into the machine and accessed the storage space configuration, where the rows that were not detected. The fse then logged into the hardware test application and checked the drawer, at which point all rows were present. The fse proceeded to run a firmware update and rebooted the station, restoring proper operation. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 full height cubie drawer had rows b and c that did not appear on the bus. The pyxis was rebooted, but the problem remained. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.